Event description:
It was reported that the patient¿s ilet displayed recurring alert 41 indicating an insulin shaft rewind error, consistent with a failure to infuse and associated with the device¿s firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified, aligned with a failure-to-infuse malfunction and involvement of the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.